Event description:
This ra lead was implanted on (B)(6)2013 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that this lead's atrial pacing event was recorded at 120 or greater. The following physician was dr.(B)(6) at (B)(6)medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).